Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. The actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 2664644 mfg date: july 16, 2020, exp date: july 17, 2023. Batch 2660254 mfg date: july 11, 2020, exp date: july 12, 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The open tip failed to detach from the adaptor despite turning it to the left. The luer locks were loosened, but the open tip was still stuck to the fibrin sealant preparation device. The nurses eventually forced out the open tip but opened a new package instead. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the vraas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? Vraas1 came with the vistaseal 4ml kit what is the lot number? 2664644. Were there any quality issues with the laparoscopic dual applicator? No. If yes, please provide the lot number and describe the issue with the laparoscopic applicator. No. Are there pictures of the damaged device available? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h 6. Investigation findings: c22 ¿ photo investigation photo investigation summary ==> the photo shows the adapter with luer lock damaged attached to the syringe holder with the pre-filled syringes. The spray and drip tip with the airless spray tip with two extra airless spray tips. In addition, the two syringe luer caps. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. H3 photo investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vraas1 device was returned with damaged in the luer locks and two extra airless spray tips. In addition, the pre-filled syringe fill and the syringe luer caps were returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation? H 3. Device evaluated by manufacturer?, h 6. Medical device problem code